Event description:
The customer reported false positive antibody screening tests with cell #1 of biotestcell-p3 on tango and a false positive direct antiglobulin test (dat) in the gel card system. The customer had returned neither the supposedly defective product nor the patient samples that had caused false positive results. Our quality control laboratory therefore tested the retained sample of biotestcell p3 with different positive and negative controls and samples. All negative reactions were correct. We observed that occasionally, negative reactions with cell #1 did not show a discrete button but had a diffuse surrounding. Nevertheless these reactions were still correctly negative. Furthermore we performed the direct antiglobulin test (dat) of the supposedly defective cell #1 of biotestcell-p3 on tango. The dat was correctly negative. The gel card system is not suitable for the customer´s intended application: dat. In this case, we recommend the tube test and the solidphase test solidscreen ii with tango. The testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.